Event description:
It was reported that the implantable cardioverter defibrillator exhibited a possible high voltage lead issue. Upon interrogation of the device, it was noted that excessive current was detected during shock delivery. The device was explanted and the right ventricular lead was capped on (B)(6) 2018. The patient was discharged from the hospital post procedure.

Manufacturer narrative:
The reported field event of an ocd alert was confirmed. The device contained an alert for over current detection upon receipt. However, the device was tested on the bench, which includes impedance, sensing, pacing, and high voltage shock tests and the device was found to be normal. The cause of the ocd alert remains undetermined.